Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump was received with cracked battery tube threads, minor scratched lcd window and missing end cap sticker.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 119 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.